Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two handles and two loading units all opened by the account. One instrument was received engaged with a loading unit. Visual inspection of the cartridges revealed that each loading unit was partially fired. Each loading units anvil was severely bowed and each units knife bar assembly was buckled. Each instrument was loaded with post market vigilance (pmv) loading units. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. Functional evaluation of the loading units could not be performed due to the noted damage. A review of the loading unit device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a recectal resection, the surgeon experienced an unusual noise as if the handle had broken. During the firing, they noticed the staples did not form correctly, as there were no b shaped staples and there was no cutting. Due to excess manipulation of the area in the last firing attempt, there was a rectum perforation with a faeces leak. This delayed the surgery for an hour. In order to solve the problem, they used ligasure sectioning and performed a purse string suture to use an eea. There was no adverse event reported and patient is currently at ward with normal postoperative recovery.

Manufacturer narrative:
(B)(4). Evaluation summary: results pending completion of evaluation.